Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm approximately eight months ago. No endoleaks were noted post implant. It was reported that approximately one month ago during a routine follow up cta scan, it was discovered that the aneurysm sac now measures 6.1 cm (up from 5.5 cm). The physician believes there was a type 2 lumbar endoleak. There appears to be contrast extending up to aortic neck which makes the physician think this may be a proximal type I endoleak. The physician coiled the ima. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation method, results and conclusion: (film). (Short and angulated aortic neck).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
Additional information was received as follows: the aneurysm is 5.1 cm in diameter by 5.7 cm in length. Patient anatomy was reported as there is irregular and significant thrombus throughout the thoracic and abdominal aorta. The infra renal aortic neck has a left antero-lateral course, tapering from 18 to 16 mm in diameter over the 15 mm in length. There is negligible mural calcification in this segment. There are small ima arising from the aneurysm sac. The vessels are tortuous and have moderate calcification. . Film review pre-implant show a short and angulated neck which contains calcification. The proximal neck diameter is 18-19mm at the renals. The aaa diameter is 5.4cm maximum, with thrombus in the distal sac. Films post-implant show the stent graft positioned just below the renal arteries, and the od measures 20 x 21mm at this location. The ipsilateral limb was implanted on the right side. There is a possible small proximal type I endoleak on the left/lateral side of the neck, and a probable type ii endoleak at the mid-aaa. The aaa diameter is 6cm maximum; the sac has been previously coiled on the anterior side. No other stent graft issues are seen. The limbs are relatively straight and patent. The possible type I endoleak may be due to the short and angulated neck.